Manufacturer narrative:
Age or date of birth: only the patient's year of birth (1932) was provided by the customer. Therefore, only the year of the reported birthdate is valid. Associated with MDR #: 2029214-2022-01921. A separate report will be submitted pertaining to the other solitaire device used in this procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received report that during a mechanical thrombectomy procedure in which a react-71 aspiration catheter and 2 solitaire x stent retrievers were used, the patient experience an a3 cerebral vasospasm. Intraarterial nimodipine to resolve the event. It was also noted that there was possible embolization to a new vascular territory during the index procedure and expansion of the index infarct on 24-hour follow-up imaging. However, the site has not confirmed the events of embolization to new vascular territory or expansion of index infarct. The patient underwent a mechanical thrombectomy procedure to treat ischemic stroke in the right middle cerebral artery (mca) anterior communicating segment. The patient's baseline mrs was 2 and nihss was 10. Three passes were made during the procedure with tici 2c achieved. Post-procedure nihss was 16.

Manufacturer narrative:
B5. Updated with additional information received. H6. Coding updated based on additional information received. Associated with MDR #'s: 2029214-2022-01921 <(>&<)> 2029214-2022-01923 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the site clarified that the anterior communicating thrombus was not an embolization to new vascular territory; the thrombus was identified and present at the beginning of the index procedure. The subject was discharged to another hospital for further care on 05-sep-2022. It was noted that the patient symptoms were demonstrated by seizures which were concluded to be possibly related to the patient disease under study (index stroke). No images were available. The site concluded the events were not related to the procedure or the medtronic devices but were possibly related to the patient disease under study/index stroke.